Manufacturer narrative:
The reported events were ¿the wire cannot be pulled out of the lead¿ and failure to capture. As received, a complete lead was returned in one piece with the stylet found stuck inside the inner coil lumen. The helix was extended and clogged with blood/tissue. The reported event of ¿the wire cannot be pulled out of the lead¿ was confirmed. Dissection of the lead found the inner coil clogged with blood which caused the wire to not pull out of the lead. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implantation operation, the right atrial (ra) lead failed to pace the heart, and the guidewire could not be pulled out of the lead. The physician elected to retrieve the lead and use another lead to complete the operation. The patient was stable.